Event description:
Consumer states that there is allegedly a live wire touching a bolt underneath the right arm where the joystick is. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated at this time. Model m51 serial number/date code and age of device is unknown. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6). The consumers technique while using the device is unknown.